Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to power on. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing

Manufacturer narrative:
It was reported that the unit was unable to power on. Per good faith effort (gfe) response, the device returned to normal. No issue found with the unit. The device returned to normal. No issue found with the unit. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.